Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Event description:
Procedure: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Event description:
The patient under went an additional procedure on (B)(6) 2004. The procedure performed was a complex cystometry, complex uroflowmetry, electromyography with surface electrodes, and pressure voiding flow study. The preoperative diagnosis and postoperative diagnosis were both symptoms of urinary stress incontinence with well-supported bladder neck. The patient underwent an additional procedure on (B)(6) 2006. The procedure performed was an exploratory laparotomy, revision of abdominal sacrocolpopexy, polypropylene mesh excision, uterosacral ligament vault suspension, cystotomy repair, cystoscopy, extensive enterolysis, abdominal scar revision, and upper vaginectomy. The patient had undergone an abdominal sacrocolpopexy with polypropylene mesh and a posterior repair with porcine graft interposition and subsequently the patient developed both granulation tissue formation in the vagina as well as exposure of both the polypropylene mesh and porcine graft. In (B)(6) 2004, she was taken back to the o.r. For excision of porcine graft erosion as well as excision of the polypropylene mesh at the apex. Granulation tissue was also removed and a chronic sinus tract was identified, fulgurated, and mesh excised. The patient developed recurrent symptoms including discharge and vaginal bleeding. She underwent in (B)(6) 2005 urethrolysis, fulguration and excision of granulation tissue and sinus tract. She also underwent a mesh porcine sling for recurrent stress urinary incontinence to transcervical collagen injection performed in (B)(6) 2004. The patient was admitted to the hospital in (B)(6) 2005 through (B)(6) 2006 for foreign body reaction to porcine graft material of her mid urethral sling. The patient has been followed conservatively with oral steroids, however, she continues to have a persistent chronic sinus tract at the vaginal apex. The patient the patient presented to the doctor on (B)(6) 2006 with a 1-day history of dysuria, pelvic pain, fevers and chills. A CT scan was obtained which showed some stranding and fluid noted within the pelvis. The urine cultures and blood cultures grew e. Coli, which was resistant to zosyn. Antibiotic regimen was changed to ceftriaxone and flagyl. Patient had significant rebound tenderness in her right lower quadrant and suprapubic area.